Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the nurse was demonstrating air removal procedures and reported that the tip of the slip fit syringe she was using broke off into the cartridge luer connector. The nurse was unable to remove the air or return the pt's blood, resulting in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
User's guide states to use luer lock syringes with the nxstage cartridge. The nxstage cartridge includes standard luer components widely used throughout dialysis industry. There is no evidence of a device malfunction. The reported blood loss has been attributed to use of the wrong type of syringe resulting in the plastic tip of the syringe jamming into the cartridge luer connector and breaking. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage has reviewed the requirement to use luer lock syringes for air removal steps with facility staff. Nxstage considers this report closed and will continue to monitor as part of routine complaint process.